Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient reported discomfort from the vibration box. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised she would try and use gauze between the skin and vibration box, as well as use a pillow under the patient's back. The medical outcome is unknown. Supplemental report (B)(6) 2021: submitting report to correct section g.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient reported discomfort from the vibration box. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised she would try and use gauze between the skin and vibration box, as well as use a pillow under the patient's back. The medical outcome is unknown.